Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (2g loading dose; route, frequency, and duration not reported) and fortum (1g every fourteen days; route and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal and extraneal therapies was not reported. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.